Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary background: it was reported that on may 1, 2019, the patient who undergone an orthopedic procedure had broken hardware in tibial nail during follow up visit. Patient is not scheduled for follow up or surgery for removal. Patient status is unknown. Concomitant device reported: unk - screws: locking (part# unknown, lot# unknown, quantity#1) this complaint involves one (1) device. The complaint device was not received for investigation. The following investigation is based on the x-ray provided. Visual inspection: the x-ray of an unknown cortex screw (p/n unk lot unk) was received showing postoperative breakage. Based on the x-ray, the breakage of the screw occurred mid shaft, at the interface with the implanted tibial nail. No other issues were identified in the provided x-ray. Device failure/defect was identified, breakage of the unknown cortex screw was identified as the distal portion of the broken screw was oriented off-axis from the proximal portion of the broken screw. Dimensional inspection: dimensional inspection could not be conducted as the implant, and relevant parts, were not returned to us cq. Document/specification review: review of the design drawings and manufacturing/document records could not be performed as the device part and lot was unknown. Conclusion: the complaint condition is confirmed for the unknown cortex screw (p/n unk lot unk) as the x-ray showed breakage of the screw at the interface with the implanted tibial nail. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient or the screw was incorrectly locked to plate (not properly torqued). During this investigation no product design or manufacturing issues were observed (based on x-ray) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history record device history lot a review of the device history record (DHR) for the unknown cortex screw could not be performed as no part or lot number was provided. In addition, the device was not returned. Device history batch null, device history review no review of the manufacturing records could be completed since the part and lot are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient who undergone an orthopedic procedure had broken hardware in tibial nail during follow up visit. Patient is not scheduled for follow up or surgery for removal. Patient status is unknown. Concomitant device reported: unk - screws: locking (part# unknown, lot# unknown, quantity#1). This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Concomitant device provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nails: tibial /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient who undergone an orthopedic procedure had broken hardware in tibial nail during follow up visit. Patient is not scheduled for follow up or surgery for removal. Patient status is unknown. Concomitant device reported: unk - screws: locking (part# unknown, lot# unknown, quantity#1). This report is for one (1) nails: tibial. This is report 1 of 1 for (B)(4).